Event description:
Seven days after the index procedure this pt returned to the cath lab. A repeat angiography was performed and the implanted 3.0 x 28mm cypher and proximal to it were found totally occluded. Aspiration was conducted to treat the thrombus. A guidewire was inserted and the flow was observed. The physician attempted to conduct a balloon angiplasty, but because the cypher was sticking out in the ostium, an angioplasty could not be performed. The pt was said to be stable and the av block had improved. Per the physician, the probable cause of the sat was due to the anti-platelet therpay being conducted on the day of the cypher implant.